Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called and reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 30 mg/dl at the time of the incident. The caller reported the nurse at school checked the customer's blood glucose and called emergency medical services and the customer was taken to the emergency room. The customer treated with juice and was taken off the insulin pump for treatment. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The mother also reported a separate incident in (B)(6) 2020 where the customer had a low blood glucose of 20 mg/dl and 23 mg/dl. The insulin pump will not be returned for analysis.